Event description:
The rptr did back to back (rapid succession) blood glucose tests, using separate fingersticks. Results were 174 and 127 mg/dl. Rptr did not have any symptoms. Control solution testing was not done due to lack of supplies. On an initial f/u, a control solution test was done, with results high, out of range. The rptr doesn't clean the meter often, and had never used control solution previously. Rptr checks the confirmation dot for a color result. Rptr applies blood sample accurately. No harm was alleged.